Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair, the footprint anchor was fractured. The anchor was removed with suction. The procedure was successfully completed with non-significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10 h3, h6 part of the reported device was received for evaluation. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found the shaft of the device on labelling confirming the product identification information. No anchor or sutures are seen in the image. No physical damage to the device can be seen. A visual inspection of the returned device found that it is not in its original packaging. No sutures or anchor were returned with the device. The distal end of the inserter is slightly bent. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event.

Manufacturer narrative:
H10: internal complaint reference:(B)(4).